Event description:
While the consumer was using the rollator, the bolt by the wheel broke in half, causing the consumer to fall and fracture her hip.

Manufacturer narrative:
User was transgressing with the rollator a bolt allegedly broke and user fell and fractured her hip. MDR filed based on alleged injury. Device maintenance history is unknown. Malfunction has not been established. History has also shown that events of this type are the result of improper loading and/or improper use of the device.